Manufacturer narrative:
Investigation: photos receive for investigation. Upon observation, inside the blisterpack there is a screw. The lots was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause, when the adjustment of the machine was made, the cylinder feed has oppressive screws which, through the continuous use, could loosen and fall to the band where it is in the product to be packaged.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl packaging had a screw inside it. Lot #'s 9015772 and 9015795 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "syringe with objects inside the package (a screw)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772, medical device expiration date: 2024-01-12, device manufacture date: 2019-01-15. Medical device lot #: 9015795, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl packaging had a screw inside it. Lot #'s 9015772 and 9015795 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe with objects inside the package (a screw)."